Event description:
It was reported that an arteriotomy closure of the common femoral artery was achieved using a starclose se with a 6fr sheath, after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to removed. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Hemostasis was achieve with the clip of the starclose se device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.